Event description:
This lead was implanted on (B)(6) 2009 and is still in active use. It has been reported that diaphragmatic stimulation was observed. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).